Event description:
The customer reported the video system center is unable to display image. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed due to damaged pins in the video connector. In addition, camera head damage was observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the pins of the video connector were bent. Therefore, it was determined that an image was not displayed because electrical connection of the connector became unavailable, resulting in a failure of image transmission. Olympus will continue to monitor field performance for this device.